Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular femoral stem. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): not returned to the manufacturer.

Event description:
The patient has been diagnosed with altr following implantation of a rejuvenate modular femoral stem device. The following measurements were recorded at 38 months since index surgery: cobalt - 23; chromium - 10.1. The patient is reported to be asymptomatic. It is also noted: generalised weakness; high risk patient. Further follow up is planned for this patient.

Manufacturer narrative:
An event regarding altr involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. No further investigation is required.

Event description:
The patient has been diagnosed with altr following implantation of a rejuvenate modular femoral stem device. The following measurements were recorded at 38 months since index surgery: cobalt - 23; chromium - 10.1. The patient is reported to be asymptomatic. It is also noted: generalised weakness; high risk patient. Further follow up is planned for this patient.